Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer also stated that the insulin pump had replace battery alert but after replacing the battery the insulin pump won't turned on. Customer was assisted with troubleshooting. Customer also stated that the display did not return after restart of insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for the further analysis.

Manufacturer narrative:
Device was received with missing display window cover, cracked keypad overlay, cracked case-corner of belt clip rails, and cracked battery tube threads. Device p-cap or test reservoir locked properly in place and the insulin pump passed displacement test. (B)(4).